Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after the left ventricular lead, the patient was shocked and the coronary sinus appeared to be dissected. Within 15 minutes, the patient developed effusion which lead to cardiac tamponade and a pericardiocentesis was performed. The patient was taken back to the emergency room to address the dissection but the patient deceased during the procedure. The cause of death was not provided. No additional information was available at this time.